Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device.

Event description:
The caller stated that the tracheostomy tube failed and had an external balloon leak. The caller could not provide any more specific information about the area of the failure. The pt required recannulation that was not a part of routine tube changing. The pt uses a ltv900 ventilator. The tube was discarded.